Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, the insulin gauge was inaccurate and static. The customer¿s blood glucose level was 144-307 mg/dl. A supply change was performed to resolve the issues and insulin delivery was resumed successfully.